Event description:
It was reported by the customer that PICC line was placed on (B)(6) 2025, cut 50cm external 9cm.the patient was on oxalipaltin chemotherapy. On (B)(6) 2025 PICC line accessed, and leakage noted. The PICC was removed but not kept for examination no details of where the fracture was. PICC line secured with securacath insitu. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.